Event description:
The neonate was in the nicu for care and treatment, and receiving multiple treatments. The infant's heart rate was noted to be 37 with o2 sats of 32 without the sounding of any alarms. The cardio-respirator monitor alert alarms have the ability to be turned off or down so low that they are unable to be heard. This is not a safe feature and compromises the safety of patients. The next revision of software (c.0) prevents caregivers from turning alarm volume to zero or non-audible. Our facility is in the process of moving from software version b.0 to c.0. The infant was resuscitated and is currently doing fine.